Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that without power conversion properly working the imaging was not available. Part replacement of power tray, power conversion enclosure, and pendant resolved the issues. System check out completed. System functioning normally after part replacements. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: kit svc o2 bi71000176 encl power convsn, serial/lot #:(B)(4) the power conversion enclosure was returned to medtronic for analysis. Testing was conducted and the complaint was confirmed. The enclosure failed bench testing. Transistors q-3 failed and it was found to be shorted. Fdm 10, fdr 120, and fdc 4307 are applicable to the power conversion enclosure analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of procedure. It was reported that while transporting their image acquisition system (ias), it stopped moving and several of the pendant buttons were unresponsive. They rebooted the system several times. During the reboots they received "initializing, please wait", then a "standalone mode" error. Eventually, after one of the reboots, they were able to get lift/shift to work to move the system out of the way. This happened outside of a case, no patient present.

Event description:
Medtronic received information regarding an imaging system being used outside of procedure. It was reported that that while transporting their image acquisition system (ias), it stopped moving and several of the pendant buttons were unresponsive. They rebooted the system several times. During the reboots they received "initializing, please wait", then a "standalone mode" error. Eventually, after one of the reboots, they were able to get lift/shift to work to move the system out of the way. Troubleshooting were performed. They instructed them to disengage the hydraulics using the pin on the bottom left. They moved the system out the way into a room and attempted to reboot the ias. They were receiving the "initializing, please wait" error. They attempted another reboot with the systems disconnected and that did not resolve the issue. This happened outside of a case, no patient present.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.